Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 9/26/2019. An investigation was conducted on 11/15/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One end of the cord was observed to be pulled back from the connector, exposing the inner portion of the cord and the contents. The other connector end was observed to be fully intact. No other visual defects were observed. An electrical testing was unable to be conducted due to the condition of the cord. A connectivity test was unable to be conducted due to the condition of the connector end. Based on the returned condition of the cord, the reported failure "loose or intermittent connection" was confirmed due to the condition of the connection end. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable loosened after disconnection from hemopro 2 at end of procedure exposing wires. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable loosened after disconnection from hemopro 2 at end of procedure exposing wires. The hospital did not report any patient effects.